Manufacturer narrative:
As received, a complete lead was returned in one piece with a guidewire inserted inside the lead. The reported event of failure to remove guidewire was confirmed. A visual examination revealed the inner coil in the connector region was offset and bunched up consistent with procedural damage. Additionally, blood was on the inner coil throughout the lead and the distal tip was clogged with blood and body fluids. The cause of the reported event of failure to remove guidewire was isolated to the damaged inner coil and clogged with blood and body fluids. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The s-curve was unable to be measured due to the condition of the lead as received.

Event description:
It was reported that the left ventricular (lv) lead was inappropriately pacing the right ventricle due to dislodgement. The guidewire was unable to be removed during the repositioning procedure. As a result, the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.